Event description:
Per the clinic, the patient was prescribed oral antibiotics in (B)(6) 2014 (specific date not reported) due to tenderness at the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2014, to excise the excess skin. The implanted device remains. This report filed october 23, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.